Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained a rectal injury and vaginal cuff dehiscence after undergoing a da vinci si hysterectomy with bso for fibroids and dysmenorrhea. This hysterectomy for stage IV endometriosis was complicated by dense adhesions of the sigmoid colon and the recto-vaginal septum was likely obliterated by the severe fibrosis that is caused by endometriosis. It is likely that bowel was damaged in the process of trying to separate the surgical planes using cautery.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) for fibroids and dysmenorrhea on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional medical records for the follow up care were partially provided. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery . There was no report of an intraoperative complication. On (B)(6) 2012 the patient presented with severe abdominal pain, nausea, vomiting, and some low-grade fevers. She had noted some feculent drainage from her vagina. In the emergency room there was evidence of peritonitis on exam and stool draining from her vagina. Her white blood cell count was elevated at 15, and a CT scan demonstrated evidence of pelvic fluid and an abscess. On (B)(6) 2012 the patient had an exploratory laparotomy and colostomy with repair of significant rectal injury and repair of vaginal cuff dehiscence. Area of perforation was noted at recto-sigmoid junction. On (B)(6) 2013, had subsequent exploratory laparotomy with sigmoid colon resection and primary anastomosis plus takedown of splenic flexure and omental flap.